Event description:
The user facility reported that the side-tube detached from the main housing of the guiding sheath, while contrast dye was being injected during a procedure. Reportedly, there were no pt complications.

Manufacturer narrative:
Conclusions - based upon user facility info only; based on eval of quality records and reserve samples. The involved device is not available for eval, which limits the failure investigation. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. Inspection and testing of these retention samples confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available info, the event description is consistent with over-pressurization of the tubing during injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.